Manufacturer narrative:
One medfusion pump was received with a gap between the top and bottom cases in the back as well as a cracked top case front corner and right plunger case. The event history log was reviewed and there was a primary audible alarm background test error followed by an acu watchdog failure as a secondary alarm. The power up process and an occlusion test were conducted. The reported issue was unable to be duplicated. The cause of the issue was unable to be determined since no damage was found on the speaker or the interconnect board and the j9 connector was glued and secure. The speaker was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had an acu watchdog failure. There was no reported adverse event.